Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide is being filed under a separate medwatch MFR number. Evaluation summary: inspection of the returned device found that it had been deployed and there were no missing components. There was no detected handle, guide, or sheath damage and the foot was fully parked or retracted. The guide tube was bent and inspection of the foot noted the posterior foot to be broken off and missing from the foot assembly and was not returned with the device. The suture was complete and free of the device with the posterior needle tip engaged with the posterior cuff indicating proper posterior needle to cuff trajectory. The anterior cuff was not engaged with the anterior needle and presented damage consistent with being forced out of the anterior foot. There was no detected anterior foot damage to indicate a possible needle strike on the foot. However, the anterior needle did exhibit damage on the needle tip. The anterior cuff was checked for link to cuff depth and was found to be acceptable. The bent guide tube and reported removal of the device with force indicates torque was applied to the device and is inconsistent with the instructions for use. Patient anatomical conditions can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Anatomical conditions can also interfere with foot deployment; if material is trapped under the foot during deployment it may break and a failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. The cause for the anterior cuff miss was not determined. The probable causes are needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issues were detected. Based on the investigation findings, the root cause for the reported event and the condition of the device is related to the operational context in which the device was used. A review of the lot history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Bleedback was observed, some resistance was felt during pull back of the device, and bleedback stopped. The sutures were deployed; however, a cuff miss occurred. The introducer guide wire was reintroduced, the foot was released and an attempt was made to remove the device from the anatomy but resistance was felt. Force was applied and the device was removed. A new proglide was introduced; however, cuff miss occurred again. The device was removed and hemostasis was achieved using manual compression and femstop. The procedure was prolonged. On inspection of the first proglide, it was noted that the foot was partially detached. The location of the component is unknown. There was no intervention performed or planned, and the patient was discharged four hours post procedure. Though requested, no additional information has been provided.